Manufacturer narrative:
Analysis: received in an explant kit in a cloudy tan solution. All leaflets are stiff and flex only at the left and right cusps lunulae along the left right coaptive ridge. Visible mineralization is present on the free margin, and lunula of the non-coronary cusp extending into the bellies of all cusps and towards the margins of attachment. Pannus remains attached to the outflow of the aortic wall above the non-coronary right commissure, above the left and right margins of attachment, and on the outside of the valve. Radiography shows extensive mineralization in all cusps, and in the aortic wall behind all commissures. Review of the device history record shows that this valve met manufacturing specifications when released for distribution. Conclusion: the gross analysis shows that the structural dysfunction was due to extensive tissue deterioration due to mineralization. Device explanted and replaced without reported patient complication.

Event description:
Medtronic received information that this bioprosthetic aortic valve exhibited stenosis and regurgitation. Structural dysfunction relating to calcification and cuspal tears was reported. The valve was explanted and replaced without reported patient complication.